Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. It was reported that there was a type ia endoleak found during follow-up. The patient was not symptomatic. The physician stated the cause of the event was user error and implanting the stent graft lower than anticipated. No leak was identified during the index procedure. Secondary intervention was done with renal snorkel to gain proximal seal and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of a still angio image during the secondary intervention confirmed that the patient has an endurant stent graft system implanted. The renal arteries were not visible in the image provided. The contra gate of the bifurcate opened on the left side. The contra limb was implanted into the contra gate with approximately 3 cm overlap. The ipsi limb of the bifurcate opened on the right side. The infrarenal aortic neck angle measured approximately 45 degrees. An endurant delivery system was brought up via the left side and the tapered tip was seen positioned just above the suprarenal stents. Per the calibrated catheter, the od of the proximal bifurcate stent graft measured approximately 30 mm, l-r. Several aptus endoanchors were seen implanted on the left side of the stent graft, just above the flow divider. The endoanchors were implanted on the greater curvature. Contrast injection with injector placed in the ipsi limb of the bifurcate showed possible contrast feeding the aneurysm sac; this may be a possible proximal type I endoleak. Both limbs were patent. No other obvious stent graft issues were seen. Sizing and anatomy information, films during the index procedure, and post-secondary intervention films were not provided. The exact cause of inaccurate delivery and possible type I endoleak could not be determined from the single image provided. It is possible that the user error may have contributed to the stent graft being implanted lower than anticipated which led to the possible proximal type I endoleak.

Event description:
Additional information received reported that the aptus endoanchors were implanted during the index procedure.